Event description:
The user facility reported two wall mounted controllers for operating room lights began to smoke. There were no patients or hospital staff present in either of the rooms when the smoking occurred and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the lights and controllers and found that the wall controllers had a damaged capacitor on it control board. The equipment is not under steris service contract and the lights and controllers are currently maintained and serviced by the facility's biomedical department. Following this event, facility biomedical personnel replaced the control boards and the systems were returned to service. The damaged controllers have been returned to steris for further evaluation. Steris will offer the hospital training in the proper maintenance of this equipment. The risk of fire or any other incendiary event is minimal in this type of situation. The wall control is located outside of the area that would constitute an oxygen rich environment. The installation instructions for the proper placement of the wall control includes instructions for the wall control to be located at least 5 feet above the finished floor surface, in accordance with (B) (6) and local code requirements for the use of flammable anesthetics.